Event description:
It was reported that high thresholds and high impedance were observed on the right ventricular (rv) lead. A lead fracture was suspected. The pace/sense portion of the rv lead was capped and replaced. The remainder of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334drg, ICD, implanted:(B)(6) 2012. (B)(4).